Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed assistance with the insulin duration setting. Tandem technical support assisted the contact in locating the pump settings. The contact declined further assistance and stated the customer's blood glucose (bg) level had leveled out however, a specific bg value was not provided. A recommendation was made for the customer to discuss settings and bg levels with a healthcare provider.